Manufacturer narrative:
The event has resolved. The patient does not give co's permission to contact his physician. Additional information will be provided within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report #: 3003742446-2009-00157.

Event description:
A patient called for medical information and additionally reported adverse events. The patient had one cypher stent placed in an unknown artery in 2005, due to the "artery blocking up." In 2009, the patient experienced "gas problems and arms became numb." In 2009, he was seen by his physician who determined that the patient had in-stent restenosis. In 2009, the patient had a planned outpatient surgery to place a second cypher stent within the first cypher stent as treatment. Treatment additionally included plavix and increasing aspirin to 325 mg the same month.